Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found abrasion to the proximal insulation at 19.5 and 21.4 cm from the connector pin due to friction with another implantable device. The abraded insulation could cause the reported threshold and capture anomalies. Other text : na.

Event description:
It was reported that the right ventricular lead exhibited high threshold values caused by insulation breaks and ex- posed interfilars. The threshold value was equal to 4.5 v, 0.7 ms. Capture was intermittent at 4.5 v and consistant only at pulse amplitudes greater than 6 v. The lead was re- moved and replaced.